Manufacturer narrative:
(B)(4). Initial reporter email address: (B)(6). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2021. On the same day the sensor was inserted, the patient took a shower, dried off, inserted a new sensor in his arm, and went for a run about 30 minutes after the insertion. He felt hypoglycemic during the run, ate sugar, and walked for a bit. When he arrived back home the cgm reading was 19.4 mmol/l and he administered 1 unit of insulin. About 30 minutes later his readings were high (greater than 22.1 mmol/l). He did not feel high, however he administered another 1 unit of insulin. No fingerstick bg was done to confirm the glucose level. He passed out on the kitchen floor and was woken up by his partner. He was covered in sweat and realized the sensor was dangling off his body. He dried off and about 40 minutes later checked a fingerstick bg which was 3 mmol/l although the cgm was reading high; he believes the bg was more likely to have been around 2.4 mmol/l. At the time of the report, the patient was in stable condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2021. On the same day the sensor was inserted, the patient took a shower, dried off, inserted a new sensor in his arm, and went for a run about 30 minutes after the insertion. He felt hypoglycemic during the run, ate sugar, and walked for a bit. When he arrived back home the cgm reading was 19.4 mmol/l and he administered 1 unit of insulin. About 30 minutes later his readings were high (greater than 22.1 mmol/l). He did not feel high, however he administered another 1 unit of insulin. No fingerstick bg was done to confirm the glucose level. After 30min of dosing insulin, the patient passed out on the kitchen floor and was woken up by his partner. He was covered in sweat and realized the sensor was dangling off his body. He dried off and about 40 minutes later checked a fingerstick bg which was 3 mmol/l although the cgm was reading high; he believes the bg was more likely to have been around 2.4 mmol/l. The patient was provided a 'sugar-rich drink' by his partner and within 30 minutes of consuming this he was within range and feeling better. At the time of the report, the patient was in stable condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4)